Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked near the wings. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Without sample or photo defective we cannot confirm the reported defect to manufacturing process. We are unable to determine the root cause of the incident. According with the customer description the leakage was found in the catheter. Without a sample we cannot determine if the reported defect was caused by an incorrect use from device or by an incorrect assembly. Material 383323 with lot number 6350935 was manufactured on january 5, 2017. According to sampling plan applied for product performance, this lot was accepted and released. During this batch 1,260 samples were taken by qa tech to performed leak test between connections the product in final assembly, no leaks were found. During DHR review the qa tech takes 5,000 samples to visual inspection by (damages), no defect was found in packaging area. Additionally, all functional test meets specification criteria requested during manufacturing. No CAPA was opened since this issue could not be confirmed as manufacturing related. No corrective action required for the incident. Process fmea rm4797 was reviewed and there are proper controls in place to detect product malfunctions. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.